Event description:
It was reported that the colonovideoscope displayed scope error code e315. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - full initial reporter establishment name: (B)(6) e1 - full address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in nozzle a root cause could not be identified. Based on the results of the investigation, the reported event was not reproduced, and hence probable cause could not be determined. However, the most probable cause of deposition of foreign objects in nozzle could not be established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.